Event description:
It was reported that the caller experienced a cgm error. There was no adverse impact to the customer's blood glucose level. The caller was provided with detailed instructions for resetting the pump, which resolved the issue, allowing them to successfully start their sensor session without further complications.